Event description:
Facility reported that the head clamp's retaining screw that secures the injector to the head clamp assembly was not properly seated. This caused the injector to fall out the head clamp, sending the mounting arm and articulating arm to the ceiling. CT tech received a few bruises and grease on their clothing upon catching the injector, but did not require medical attention. Injector system was reinstalled and is working properly.